Event description:
The account alleged the bed was drifting into reverse trendelenburg.

Manufacturer narrative:
The technician found the bed was drifting, due to the valves inside the hydraulic power unit were bad. The technician replaced the hydraulic power unit to repair the bed.